Manufacturer narrative:
The investigation is in process. The exact part numbers of the devices explanted are unknown.

Event description:
On (B)(6) 2018 osteomed was notified concerning a fracture of the patient's implants. The patient radiographically didn't fuse. The distal screws in the plate have broken.

Manufacturer narrative:
The root cause for the pair of broken screws is an unusual patient characteristic. The patient had a plate and five screws implanted in a 1st mpj fusion surgery in (B)(6) of 2017. The most distal two screws broke across their shafts in (B)(6) of 2018 while the patient was playing with their child. These screws, and the plate in this surgery, are all intended for temporary fixation only until osteogenesis occurs. The surgeon confirmed, via e-mail from the sales rep, that the toe bone had not healed in the six months since the surgery. There are multiple possibilities that could have contributed to the non-healing; poor bone quality or quantity, non-compliance, poor general health, underlying metabolic issues, calcium deficiency, or other medical conditions. The screws were all from the extremilock foot plating system (e-fps). The pathology department at the hospital where the follow-up surgery occurred did not return the screws to osteomed for evaluation. Exactly which of the 4 types/lengths of screws broke is unknown. There was no lot number provided for any of the screws; therefore, no review of any DHR was possible. Likewise, without knowing exactly which screws broke, no pertinent review of the CAPA/ncr/complaint logs can be made. The risk of a loss of fixation requiring revision surgery due to a screw breaking is covered in the fmea. All potential caused have a severity level rating of 3. Per the risk management procedure, a rating of 3 indicates a "serious" severity level (results in injury or impairment requiring professional medical intervention). Depending on the potential cause, the final risk rating is either a "medium" or a "low". The e-fps instructions for use details several contraindications regarding certain patient conditions. The IFU also warns the user about patients with sufficient bone quality, high functional stress areas that could lead to implant fracture, and that the osteomed e-fps is intended for temporary fixation only until osteogenesis occurs. The IFU also warns of potential for secondary injuries to a surgical site if the patient is non-compliant.